Manufacturer narrative:
The complaint is still under investigation. Additional information was solicited. A supplemental report will be submitted upon completion of the plant investigation.

Event description:
On (B)(6) 2021 it was reported to arthrosurface that during a shoulder replacement procedure the flexible peg drill failed. The peg drill became bent and uncoiled. This is the second of two events during the procedure. A replacement peg drill was used. There was no negative patient impact and no reported delay in the procure. Additional information was solicited.

Manufacturer narrative:
The complaint is still under investigation. Additional information was solicited. A supplemental report will be submitted upon completion of the plant investigation.

Event description:
On (B)(6) 2021 it was reported to arthrosurface that during a shoulder replacement procedure the flexible peg drill failed. The peg drill became bent and uncoiled. This is the second of two events during the procedure. A replacement peg drill was used. There was no negative patient impact and no reported delay in the procure. Additional information was solicited.

Manufacturer narrative:
The complaint is still under investigation. Additional information was solicited. A supplemental report will be submitted upon completion of the plant investigation. Supplemental report. Additional information was not provided upon solicitation. There was no patient impact reported. The device history record review was performed by the third party manufacturer. The result of the review concluded that all in- process and final release testing was performed in accordance with the appropriate procedures. All material and process certifications were present and correct. No evidence of a manufacturing related issue was noted. There were no component level ncmr (non-conforming material reports) or customer deviation requests identified. Personel were checked for training records and experience on the line. All operators were experienced and trained on the process. A supplemental report will be submitted upon receipt of new and relevant information. This case will continued to be monitored and trended for future analysis.

Event description:
On 02dec2021 it was reported to arthrosurface that during a shoulder replacment procedure the flexible peg drill failed. The peg drill became bent and uncoiled. This is the second of two events during the procedure. A replacement peg drill was used. There was no negative patient impact and no reported delay in the procure. Additional information was solicited.